Event description:
It was reported that the demand valve not detecting breathing, several knobs missing.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A faulty demand detector block was found, but who caused the reported problem could not be determined.